Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the modified event information received on 26-oct-2023 that changed the reportability of the event as related to the product reported in this medwatch report. [Additional / modified information]: on 26-oct-2023, modified information was received. Per modified information, the following fields were updated for the reported adverse event intracranial hemorrhage: site awareness was updated from 06-oct-2023 to 04-oct-2023. Sponsor notified date was also updated from 06-oct-2023 to 04-oct-2023. The relationship of the adverse event to the primary study procedure was also updated from ¿not related¿ to ¿causal relationship.¿ per modified information, the following fields were updated for adverse event ¿intracranial hemorrhage¿: if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event: was updated from "expected/anticipated" to "n/a (does not meet above criteria)." If event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event: was updated from blank to ¿expected/anticipated.¿ outcome was updated from ¿unknown¿ to ¿not recovered / not resolved.¿ on 26-oct-2023, additional information was received from the excellent clinical study team. The information confirmed the catalog number of the embotrap iii device used; the lot number was not provided. Per the principal investigator (pi), the location of the intracranial hemorrhage ¿is not at or near the site where the study device was used. Clot location at internal carotid artery (ica); intracranial hemorrhage (ich) was at the right basal ganglia (per imaging notes).¿ there was no vessel trauma / injury that may have led to the reported intracranial hemorrhage. The outcome of the reported intracranial hemorrhage was palliative care. There was no device performance issue / device malfunction associated with the embotrap iii device during the procedure. The official cause of death was ¿acute ischemic cerebrovascular accident with hemorrhagic conversion.¿ this was verified with the pi and was per pccr md death note. The date of death was confirmed to be (B)(6) 2023. Per the additional information received from the excellent clinical study team on 26-oct-2023, the location of the intracranial hemorrhage was not relevant to the site where the study device was used. The clot location was at the internal carotid artery (ica); the intracranial hemorrhage (ich) was at the right basal ganglia. Based on this information, the correlating relationship of the event to the device used can be ruled out completely. Therefore, the event of ¿intracranial hemorrhage¿ and the outcome of ¿death¿ no longer meets us FDA reporting criteria. The file will be re-reviewed if additional information is received at a later date. Based on the information provided, the event no longer meets medical device reporting criteria. No further report will be forthcoming.

Event description:
The event was reported via the excellent study, the 84-year-old female patient with a history of coronary artery disease, diabetes, hyperlipidemia, and hypertension presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2023 at 21:00 hour. Symptoms were first observed on (B)(6) 2023 at 09:30 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 16:43 hour. Computed tomography (CT) imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale (nihss) score was 24. Modified rankin scale (mrs) assessment was not done. On (B)(6) 2022, the patient underwent an endovascular mechanical thrombectomy using a 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown) via a phenom¿ 27 microcatheter (medtronic) and sofia¿ intermediate catheter (microvention) to target an occlusion in the right internal carotid artery (ica) and m1 segment of the middle cerebral artery (mca) with 4-minute incubation time. The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The first and only pass resulted in an mtici score of 3 with clot retrieval in the stent retriever and ¿aspiration-ic, ls or bgc.¿ access was with a flexor® shuttle® guiding sheath (cook medical). A guidewire (unspecified brand) were also used during the pass / procedure. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 24. On (B)(6) 2023, the patient experienced an intracranial hemorrhage. The principal investigator (pi) was notified on (B)(6) 2023. The pi assessed the event as a serious adverse event that could result in a serious deterioration of health, moderate in severity, and unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. The event was not medically treated, and the outcome is noted as ¿unknown¿ in the clinical database and on the case report form (crf). On (B)(6) 2023, the patient was discharged to another hospital with an nihss score of 22 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention¿. On (B)(6) 2023, the patient was discontinued from the study due to ¿death¿. The cause of death is recorded as ¿patient entered palliative care on (B)(6) 2023¿ in the crf. On 06-oct-2023, modified information was received. Per the modified information, the site awareness date was updated from ¿04-oct-2023¿ to ¿06-oct-2023¿ and the sponsor notified date was updated from ¿04-oct-2023¿ to ¿06-oct-2023¿. After a review of this modified information, the awareness date of the event, ¿intracranial hemorrhage¿, was updated to 06-oct-2023.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The event of ¿intracranial hemorrhage¿ was discussed with the medical safety officer (mso) on 11-oct-2023. Per the mso, the patient went to hospice likely because of the effects of the hemorrhage. The correlating relationship of the event to the device used cannot be ruled out completely. Intracranial hemorrhage and the outcome of death are both known potential complications associated with the use of the embotrap iii device and are listed in the embotrap iii instructions for use (IFU) as such. There were no reports of alleged quality issues related to the embotrap iii device, as the device performed as intended, achieving an mtici score of 3 (complete reperfusion) with one pass. A review of the available information suggests that patient and procedural factors may have contributed to this event and outcome, rather than the design or manufacture of the device. The principal investigator assessed the event, ¿intracranial hemorrhage¿ which resulted in death, as unrelated to the study device and unrelated to the study procedure. However, since the event of intracranial hemorrhage occurred the day after the device was used, the correlating relationship of the event to the device used cannot be ruled out completely. Based on this information, the event of intracranial hemorrhage and the outcome of death will be conservatively reported to the us FDA, reporting under criteria 21 crf 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.